Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 214.842s; lot: 7l75759; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: january 26, 2021; expiry date: january 1, 2031. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: not sterile item: part number: 214.842; lot number: 81p4392; manufacturing site: mezzovico; release to warehouse date: january 7, 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a dhs procedure, the 4.5mm cortex screw snapped while being inserted into the patient. The surgeon was able to remove the screw head but the threads of the screw were left in the patient. There is no further information available. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: 1). This report is for (1) 4.5mm cortex screw self-tapping 42mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a reported delay of about fifteen (15) minutes as the 4 holed plate was removed and the 6 holed plate was applied. The patient was stable after the procedure which was successfully completed. Concomitant device: unknown plate (part# unknown, lot# unknown, quantity# 1).